Event description:
The micro reciprocating saw was returned after the account received their own handpiece back from repair. Upon eval at the MFR, it was found to overheat. There was no pt involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.